Event description:
It was reported that a large volume infusor leaked into the ziplock bag. The device contained fluorouracil in saline, with a final volume of 238ml. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured between march 5-6, 2025. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed which showed several droplets of fluid inside a bag containing the device which suggested a leak may have occurred. The source of where the droplets of fluid came from could not be identified. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.